Event description:
It was reported that is was found during preventive maintenance that the device speaker is defective. A good faith effort attempt conducted to confirm if there was still sound present and if the device was presented with a speaker malfunction error inop message did not reveal new information.

Manufacturer narrative:
The philips field service engineer (fse) was onsite and checked the device. He found the device speaker to be defective and arranged a replacement speaker will be sent to the customer. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The customer was provided with a quote for a replacement speaker to resolve the reported issue. The device remains at customer site. The investigation concludes that no further action is required at this time. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E.1.: reporter and reporting institution phone#: (B)(6).